Event description:
The patient presented to the ER after receiving an alert for high hv lead impedance. During the change out procedure, lead fracture was observed. Hence, the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.